Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. There was no adverse impact to the customer's blood glucose (bg) level. Tandem technical support instructed the customer to charge the pump every day and continue to monitor the battery performance. Customer acknowledged and continued to use the pump for insulin therapy.